Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia up to 210 mg/dl overnight, attributed by the user to an infusion site issue that resolved after changing the inset; the cannula was reported not bent, and a goodwill replacement box of insets was provided. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included a review of the event based on user report. Investigation of this case revealed an undetermined cause for the elevated glucose. It was concluded that the event was non-serious with cause unclear and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.